Event description:
The customer stated that she tested her blood glucose and received a reading of 95 mg/dl. She retested within 10 minutes and received a reading of 438 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.